Manufacturer narrative:
Analysis could not reproduce the reported screen issues. It was found that the stylus connector on the micro processor unit (mpu) board was loose. Additionally, the media door was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were problems with the programmer display screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.